Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. No sample or picture available for evaluation. Based on the customer description, bd considers that the particles could be composed by lubricant from the syringe barrel. The complaint could not be confirmed and a root cause was not determined.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter on the plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter on the plunger. No serious injury or medical intervention was reported.